Event description:
It was reported that the right ventricular (rv) lead of a patient enrolled in the system (B)(6) study experienced a sudden increase in threshold. No known clinical performance issue and thresholds remain within normal levels. Lead use continued based on medical judgment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: (B)(4), bi-v implantable cardioverter defibrillator (ICD); implant: 2012 (B)(6); model: 419478, left ventricular (lv) lead; implant: 2012 (B)(6); model: 457445, right atrial (ra) lead; implant: 2010 (B)(6). (B)(4).